Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the pump, including rapid drops and a prolonged low during which the user extensively paused the pump and had stopped announcing meals; troubleshooting and education were completed, and the user was advised to contact their healthcare provider to consider reviewing settings or goals. Symptoms included low glucose. Outcomes included treatment with oral glucose. Investigation included complaint handling and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction identified and user-initiated behaviors noted, including meal non-announcement and extended pump pauses. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.